Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device failed to properly seal the operative vessel completely. The patient returned to the operating room for post operative bleeding.